Manufacturer narrative:
H6: imdrf device code a24 captures the reportable investigation result of sling carrier removal failed. H10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis did not identify any damages to the returned device; however, it was noted that the carrier was not fully retracted. Functional evaluation revealed the capio device did not pass the tests performed as the cage was unable to catch the suture. Additionally, it was observed that the retraction of the carrier was not smooth. Dimensional testing of the device noted that the spring catch was not on specification. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of failure to catch needle was confirmed. Furthermore, it was confirmed through analysis that the device carrier was not fully retracting into the head; further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure, performed on (B)(6) 2023. During the procedure, when the suture was positioned to the ligament to deploy, the suture came out of the needle carrier instead of into the cage. Troubleshooting was attempted to no avail by reloading the suture twice. Another capio slim device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results. Please refer to block h10 for full investigation details.